Event description:
"The patient had type iii dissection. After preparation, the device was inserted to the patient through right femoral artery and advanced to the target position without any problem. But the device could not be deployed, then the device was withdrawn from the patient". Patient outcome: "the procedure finished with local stent graft, and the patient was stable after the procedure."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction involving a relay 85 device. The relay 85 device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)).

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay thoracic stent graft with transport delivery system (relay 85). The relay 85 system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay 85 related event occurred in (B)(6). The event did not lead to patient death or injury.

Event description:
"The patient had type iii dissection. After preparation, the device was inserted to the patient through right femoral artery and advanced to the target position without any problem. But the device could not be deployed, then the device was withdrawn from the patient". Patient outcome: "the procedure finished with local stent graft, and the patient was stable after the procedure."